Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿the patient had a break in aseptic technique several times, did not wear mask always¿. The peritonitis was manifested by abdominal pain. The patient was hospitalized for the peritonitis event. During hospitalization, the patient was treated with vancomycin and gentamicin (unknown dose and frequency) which were discontinued on an unreported date. The patient was discharged on an unknown date. Five days after hospitalization, the patient was treated with intraperitoneal (ip) vancomycin (1 gm, in the pd clinic, discontinued the same day) and ip gentamicin (80mg, in the pd clinic, discontinued the same day). The same day, the patient was recovered from the abdominal pain. Dianeal therapy was ongoing. At the time of this report the patient outcome was unknown and the pd nurse reported ¿they are still monitoring the patient¿. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.